Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported stage "2" diffuse lamellar keratitis (dlk) of the left eye post lasik procedure. Reporter indicated the patient was seen at one day post op and presented with stage one dlk, at the next post op visit the dlk had progressed to stage two. The patient complained of cloudy vision and photophobia. Reporter indicated the topical steroid eye drop dosage was increased, and patient is being monitored for resolution.